Manufacturer narrative:
As per report, the device was checked in follow-up of the event by a biomedical engineer whereby it did not exhibit any malfunction; battery operation worked as intended has no stop of ventilation or other functional restriction occurred. Dräger was not involved in the examination or repair activities. It is clearly stated in the IFU the internal battery must be checked in regular intervals and must be replaced after 2 years. The device has a manufacturing date of 01/2019; the battery is still the original one installed at the time of manufacture. A reasonable explanation for the unexpected shut-down would be that aging of the battery has led to change of the characteristic discharging curve resulting in a wrong runtime forecast. It can however not be excluded that the battery was simply not charged when the patient transport started and was recharged sufficiently until the hospital¿s biomed performed the device check. Other scenarios would be imaginable as well but dräger is unable to make a reliable conclusion due to lack of information.

Event description:
It was reported that the device suddenly shut down during a patient transport; the users drew a causal connection to depletion of the internal battery. Patient support was bridged with an ambu bag until a replacement device was available; no patient consequences have occurred.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3.: not returned to manufacturer.

Event description:
It was reported that the device suddenly shut down during a patient transport; the users drew a causal connection to depletion of the internal battery. Patient support was bridged with an ambu bag until a replacement device was available; no patient consequences have occurred.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the device suddenly shut down during a patient transport; the users drew a causal connection to depletion of the internal battery. Patient support was bridged with an ambu bag until a replacement device was available; no patient consequences have occurred.